Manufacturer narrative:
Returned device was received in decent physical condition but it had a broken off ear clip. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The ear clip was indeed damaged. This was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had broken ear clip. It was reported that there was no patient or clinical injury.